Event description:
Event description cpi received information that during a replacement procedure of an automatic implantable cardioverter defibrillator (aicd), the physician accidentally cut the existing bipolar endocardial tined lead (0010). It was removed from service at the procedure, and another cpi (0014) was implanted.